Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen (300 mcg at 91.23247 mcg/day), fentanyl (75 mcg at 22.80812 mcg/day), bupivacaine (30 mg at 9.12325 mg/day), and clonidine (300 mcg at 91.23247 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pain was no longer controlled with the therapy as they had left upper extremity pain on (B)(6) 2021. There was a significant reservoir volume discrepancy:  irv - 6.9 ml, aav - 26 ml.  The patient would like to titrate down from the therapy to consider explant.  It rate was decreased 20%. The patient had worsening pain, on (B)(6) 2021, following the rate decrease.  There was another significant discrepancy: irv - 6.6 ml, aav - 24 ml.  The patient continued to elect to titrate from the therapy and was using massage and stretching techniques for managing pain. The it rate was decreased 30% to continue titrating from the therapy. On (B)(6) 2022, the it rate was decreased 20% to continue weaning from therapy.  Discrepancy during refill noted: irv - 9.2 ml, aav - 27 ml. On (B)(6) 2022, the it rate decreased 50%.  Plan to fill with saline at next visit. It was reported the event was related to the device or therapy and related to the decreased dose of fentanyl, bupivacaine, and clonidine. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.